Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to low blood glucose. Customer's blood glucose was 128 mg/dl. Customer treated low blood glucose with manual injection and insulin pen. Customer stated symptoms related to low blood glucose that were coma and loss of consciousness. Customer was using the insulin pump system within 48 hours of reported low blood glucose event. No further patient complications were reported. Troubleshooting was not performed. The device will not be returned for the analysis.